Event description:
It was reported that the patient is still experiencing shocking sensations in her chest near the generator incision of her newly implanted generator. Patient said that midnight on (B)(6) 2017, night of surgery, it started bothering her. Surgeon thought that this may be when the local wore off. She saw the physician the next day and she confirmed that the pain the patient reported was close to her off time which was 1.1 minutes. Lead replacement was completed (B)(6) 2017. It was noted that diagnostics were within normal limits prior to replacing the lead and that the lead replacement was for patient comfort. The explanted lead was not available for return. Additional information was received on that the reason for the lead replacement was due to the pain to ensure that the current was not escaping the leads and there was no lead issue. No additional or relevant information has been received to date.